Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise due to reduced intrinsic amplitudes. The sensing vector was in the primary setting at the time of the shocks. Technical services discussed the electrograms with the caller. The device remains in service. There were no additional adverse patient effects.